Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead displayed a spike in impedance on the superior vena cava (svc) coil and now showed high impedance. No action was taken to resolve this issue. Subsequently, the patient was presented to the emergency room due to a patient alert and a svc coil impedance warning. The physician disabled the alarms and programmed the svc coil off. The lead remains in use. No patient complications have been reported as a result of this event.